Manufacturer narrative:
The user facility did not allege any failure of the ventilator to operate as intended while on the patient. On (B)(4) 2013, carefusion sent a letter via e-mail to the user facility seeking add¿l info concerning the reported event including the primary and secondary causes of death of the patient and a determination if the reported failure caused or contributed to the death. As of (B)(4) 2013 there has been no response from the user facility. The user facility did not provide any patient or device codes on their user facility report. Codes were derived based on the info provided by the user facility of the user facility medwatch report received from the FDA on (B)(4) 2013. Based on the user facility medwatch report, the user facility was not able to determine how or why the hudson rci (non carefusion) dual heated patient circuit became disconnected. In addition, user facility reported no acute changes noted in patient¿s condition after the event and that it¿s impossible for them to know if this event adversely affected the patient¿s condition. The user facility did not allege any contribution of the ventilator to the reported event. As reported, the ventilator detected the dislodged patient circuit and generated the circuit disconnect alarm as stated in the operators manual. Based on the available customer info, carefusion has concluded that the device did not contribute to the reported event. If material or add¿l info should be made available for investigation a follow up medwatch report will be submitted.

Event description:
The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on (B)(4) 2013. ¿patient was brought to the emergency department from a rehabilitation hosp. She was on a chronic ventilator. Her chief complaint was unresponsiveness (which was an acute change for this patient). While in the emergency department, the ventilator tubing on the delivery side of the water column dislodged resulting in a circuit disconnect. It is not known how or why the tubing became dislodged. The patient became hypoxic and went into a pulseless electrical activity (pea) cardiac rhythm. The patient was resuscitated and regained pulses. She was transferred to the ccu. She was terminally extubated and died 2 weeks after admission. It is not known to what extent, if any, the hypoxic event (which was secondary to the tubing disconnect) contributed to the patient¿s condition.¿